Event description:
The patient was undergoing a procedure to have the adjustable bi-flanged fistula prosthesis removed from their tracheoesophageal puncture tract. The physician attempted to remove the device by pulling the beaded stem with forceps; upon pulling again, the beaded stem broke and the patient swallowed the inner flange. Another physician at the facility was able to insufflate the patient's esophagus and successfully retrieve the flange, which still had a portion of beaded stem attached. Additionally, a loose bead from the beaded stem was also collected.

Event description:
The patient was undergoing a procedure to have the adjustable bi-flanged fistula prosthesis removed from their tracheoesophageal puncture tract. The physician attempted to remove the device by pulling the beaded stem with forceps; upon pulling again, the beaded stem broke and the patient swallowed the inner flange. Another physician at the facility was able to insufflate the patient's esophagus and successfully retrieve the flange, which still had a portion of beaded stem attached. Additionally, a loose bead from the beaded stem was also collected.

Manufacturer narrative:
(B)(4).

Event description:
The patient was undergoing a procedure to have the adjustable bi-flanged fistula prosthesis removed from their tracheoesophageal puncture tract. The physician attempted to remove the device by pulling the beaded stem with forceps; upon pulling again, the beaded stem broke and the patient swallowed the inner flange. Another physician at the facility was able to insufflate the patient's esophagus and successfully retrieve the flange, which still had a portion of beaded stem attached. Additionally, a loose bead from the beaded stem was also collected.

Manufacturer narrative:
(B)(4).